Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not dispatched correctly, crossed legs loose on duct. No patient consequences reported. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple requests for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4). Additional information requested: which firing of the device did this event occur on? First. Was the clip fully advanced into the jaws prior to firing? Unknown. Did the clip feed slowly into the jaws? Unknown. Did the clip feed into the jaws sideways? No. Did more than one clip feed into the jaws at once? No. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Unknown. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. During analysis the jaws open and close as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.